Manufacturer narrative:
(B)(4). Brand name updated to: powered 60 echelon +, 440mm shaft. Catalog updated to: plee60a . UDI updated to: (B)(4). Additional information received: the plee60a was the failed device with the reload being stuck inside. Lot number was not provided.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Per photographic evaluation: one photo was provided. The picture shows an open anvil with a white reload loaded. It appears that the knife slot is damaged. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a robotic prostate procedure, the surgeon was using a 60mm powered stapler for a robotic prostate. He had a white load and was stapling on the pedicle. You could hear the battery working really hard and it barely made it down the tract and had trouble removing it from the tissue. When the device was taken off the tissue you could see the metal on the anvil side had lifted up. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5an09, catalog-corrected data. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 1/16. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.